Manufacturer narrative:
The qa lab performed 3 control tests using the returned reagent. All 3 test strips read "hi". The high results were most likely caused by the exposure to moisture. Performance was satisfactory using iqa retention reagent.

Event description:
The customer opened a new carton containing 2 bottles of test strips and found the cap open on one of the bottles of strips. No adverse events were alleged. The test strips were returned for eval, as exposure to moisture can cause high test results. Replacement test strips were sent to the customer.